Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain around the implantable pulse generator (ipg) implant site while walking and was concerned the device was not working properly. Once the patient started to walk at a slower pace the pain subsided. The patient also noted that when they arrived home and took their blood pressure the monitor detected varying readings. The device remains in use. No further patient complications have been reported as a result of this event.